Manufacturer narrative:
The device was returned to zoll medical corporation. During evaluation of the device to determine root cause, the technician observed extensive damage. The observed damage is typically a result of the device being tampered with. Root cause could not be firmly established due to the observed damage. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.